Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient? Was there any adverse patient outcome? Any additional tissue dissection damage due to searching for needle? Any other patient consequences? If yes, what medical/surgical intervention was provided a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. In the sterile operating room of the hospital, the patient was treated with surgery under local anesthesia. During the operation, the suture pulled off of the needle when the suture was gently pulled and knotted. Therefore, the suture of the same batch number was replaced. The subsequent operation was smooth. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/09/2022. H6 component code: g07002 - device not returned. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: was the needle piece removed from the patient? The needle has been removed from the patient. Was there any adverse patient outcome? None. Any additional tissue dissection damage due to searching for needle? None. Any other patient consequences? If yes, what medical/surgical intervention was provided¿¿none.